Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No adverse patient effects were reported. This electrode remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. High out of range shock impedance measurements greater than 400 ohms continued to be observed. The physician planned to revise the electrode on an unknown future date. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the associated subcutaneous implantable cardioverter defibrillator (s-ICD). Another procedure was going to be planned for an unknown future date with a cardiothoracic surgeon to explant the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No adverse patient effects were reported. This electrode remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No adverse patient effects were reported. This electrode remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. High out of range shock impedance measurements greater than 400 ohms continued to be observed. The physician planned to revise the electrode on an unknown future date. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the associated subcutaneous implantable cardioverter defibrillator (s-ICD). Another procedure was going to be planned for an unknown future date with a cardiothoracic surgeon to explant the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No adverse patient effects were reported. This electrode remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. High out of range shock impedance measurements greater than 400 ohms continued to be observed. The physician planned to revise the electrode on an unknown future date. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the associated subcutaneous implantable cardioverter defibrillator (s-ICD). Another procedure was going to be planned for an unknown future date with a cardiothoracic surgeon to explant the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No adverse patient effects were reported. This electrode remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. High out of range shock impedance measurements greater than 400 ohms continued to be observed. The physician planned to revise the electrode on an unknown future date. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the associated subcutaneous implantable cardioverter defibrillator (s-ICD). Another procedure was going to be planned for an unknown future date with a cardiothoracic surgeon to explant the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis. Additional information was received that upon further review, the cause of the perforation was found to be related to the tunneling tool. Please reference report number 2124215-2025-12362.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No adverse patient effects were reported. This electrode remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic. High out of range shock impedance measurements greater than 400 ohms continued to be observed. The physician planned to revise the electrode on an unknown future date. No known interventions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.